Event description:
Dealer states unit has no o2 output. No lights or alarms working. Unit is tripping the breaker. Conferenced dealer's tech with our tech rs and was provided the above information. Tech rs advised for replacement of unit. 5 hours on unit. Rental unit, no patient ID. Original order (B)(4).